Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist checked medbank myqlink (mql) and identified that the medication order start time was set to (B)(6) 2026 at 8:00 pm, with the call received prior to that time, verified that the item populated successfully after the start time, confirmed the medication was included in the patient's order and that the cabinet was synchronizing properly with no pending records. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medication was not populating, due to this issue the user was unable to issue oxycontin 10mg tablets to patient. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.